Manufacturer narrative:
One flotrac kit was returned for product evaluation. The customer report of abnormal ci value was unable to be confirmed. Both flotrac and dpt sensors of flotrac kit zeroed and sensed pressure accurately on ev1000 and pressure monitor. No error message was noticed on the monitors. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the kit during pressure test. No other abnormality was observed from the rest of the kit. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. As part of the manufacturing process 100% of the units go through a visual inspection, continuous monitoring sampling, and a qa sampling inspection. The lot number was not provided thus a device history record was not reviewed.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during use of the flotrac, abnormal ci value were shown on nihon koden monitor. The ci value showed 0.9l/m2 but the customer expected higher and more stable values. There was no abnormal pressure waveform noted, and the pressure value and the waveform matched. No error message was displayed. No occlusion, leakage or kink was noted on the device. No treatment was given to the patient based on the incorrect values. The cable was exchanged but the problem was not solved, and the customer stopped the monitoring. Patient demographic information was requested but unavailable. There was no allegation of patient injury.